Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 660i synchron access clinical system generated erroneous results for various cartridge chemistries (cc) for several patient samples. The affected assays include: glucose (glu), urea nitrogen (bun), total bilirubin (tbil), albumin (alb), c-reactive protein (crp), acetaminophen (actm), and creatinine (cr-s). The customer indicated that during normal operation they began to intermittently get suppressed results for bun. The customer then reran all patient samples since the last good quality control (qc) and found eight (8) patients that had erroneous results. No erroneous results were reported out of the laboratory. Upon further investigation under bec customer technical support (cts) guidance, the customer discovered that reagent probe 'a' was leaking from the wash collar when priming. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
A review of the quality control (qc) results prior to the event shows generally acceptable results with the exception of a low result for bun level 2 that was acceptable upon repeat. Qc results after the event were also within laboratory established ranges. (B)(4). A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe wash collar vacuum valve, which has resolved the issue. The fse also ran qc which yielded values within acceptable range. The fse indicated that the defective valve has been discarded and is not available to return for further investigation. No further issues have been reported by the customer. Failure mode is hardware, replacing the wash collar vacuum valve resolved the issue.